Manufacturer narrative:
This report is submitted on december 22, 2020.

Event description:
Per the surgeon, the patient experienced pain. The device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device.